Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a patient received two inappropriate defibrillations while at home. The patient was treated at 10:52:50 and again at 10:53:22. Motion artifact contributed to the false detections. The patient's daughter was present during the second treatment. The response buttons were not pressed during the entire event. The patient remained at home following the event and did not seek medical attention. The patient continued use of the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient experienced a serious injury. The patient continued use of the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 11/2013 - reuse. Electrode belt: (B)(4): 03/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).